Event description:
The surgeon alleged the gore seamguard bioabsorbable staple line reinforcement material possibly contributed to the small bowel obstruction requiring re-operation to resolve.

Manufacturer narrative:
Additional devices implanted - 12bsgtri60p/12043713; 12bsgtri60p/12149772; 12bsgtri60p/12054121; 12bsgtri60p/12138202; 12bsgtri60b/12068151; 12bsgtri60b/12029306. All information has been placed on file for use in tracking, trending and follow-up.